Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cath lab. The md inserted the rediguard flex sheath into the pts' femoral artery. After the dilator was pulled out, there was a lot of blood. The md felt that there was no valve in sheath or that something was wrong with the sheath valve. As a result, the md removed the sheath and used a teflon sheath. The same insertion site was used. There were no issues with the second sheath. There was no reported pt death or injury. The intervention required is listed as "exchanged the sheath." No pt complications. The pt outcome is ok.